Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site. During the device evaluation, the fse confirmed the reported issue with the touchscreen. The fse replaced the touchscreen to resolve the reported issue.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.